Event description:
A customer reported occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided regarding any corrective actions taken, as the customer declined to discuss the issue further with tandem technical support.